Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2014 with the following findings: the complaint could not be duplicated. A review of the pump black box data revealed multiple low battery warnings (eaw 177) with no evidence of short battery life. During testing, the pump powered on normally with the returned battery cap. The battery compartment had no visible damage. The battery cap was able to fully secure onto the pump, and the ¿coin slot¿ at the top of the battery cap was stripped. The electric current draws were within specifications. The pump was opened and removed from the case and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.